Manufacturer narrative:
Concomitant medical products: product ID: 3587a25, lot#: n234354, implanted: (B)(6) 2010, product type: lead. Product ID: 3587a25, lot#: n199811, implanted:(B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for other non-malignant pain reported in 2010-2011 the wire started protruding/poking through their skin in their skull, and had ¿popped¿ meaning it broke. The managing physician scheduled a revision, but then left their practice.

Event description:
Additional information received from the consumer reported that shortly after being implanted she noticed the wire protruding through the skin and noted that it was poking through but did not break the skin. The patient stated that the doctor scheduled her for a revision in 2010, but then left the state before the surgery and did not work at the hospital any more.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.